Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing ¿overshock¿ when they moved. Shocking was reported. The patient was told by a manufacturer representative that it would go away once it ¿built up some kind of cage around it inside the spinal cord over time and stop it from doing that.¿ it was stated that it had not stopped and the patient could not do anything about it. The stimulator was not worth anything to them right now as they did not use it. It was reported that these issues had been since implant (B)(6) 2016). It was reported that the manufacturer representative had been made aware of the reported issues within the first month or two post implant. The patient requested health care professional (hcp) listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.